Event description:
It was reported that during a procedure to pre-dilate a moderately tortuous, moderately calcified, eccentric, 90% stenosed lesion in the mid left anterior descending artery (lad), the nc trek 2.5x15mm balloon dilation catheter (bdc) ruptured on the first inflation of 8 atmospheres for 10 seconds. There was no resistance on advancement or removal of the bdc from the anatomy. The bdc was completely and easily removed without additional intervention. A non-abbott bdc was used to complete the procedure. There were no adverse patient effects or clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device evaluation: it is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the review, no product deficiency was identified.